Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 800 mg/dl. Customer experienced chest pains, heart problems and ketones. Customer was admitted to ICU for two and a half days. Customer thinks the infusion site was bad. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.